Event description:
This pt was not receiving optimal benefit from their cochlear implant. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufactuerer's specifications. Explantation/reimplantation surgery occurred in 2003. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.